Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that the pump battery was not charging and the usb port was damaged. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.